Manufacturer narrative:
This 3i product was discarded, therefore the complaint cannot be verified. No lot or order number was provided. The review of the product history did not provide any indication of a manufacturing deviation that would caused this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that this screw fractured post restoration.